Event description:
It was reported that the patient presented remotely via merlin.net. Reveal of transmission revealed that the pacemaker was found in backup mode. The reported device was explanted and replaced on (B)(6) 2021. The patient's condition was unknown.

Manufacturer narrative:
The reported event of pacemaker found in backup mode was confirmed. As received, a device was return for analysis. The cause of the event was isolated to an anomalous integrated circuit (ic) on the hybrid. No other anomalies were identified.